Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump's battery cap was damaged. Customer stated that they had attempted to unscrew the battery cap and found it to be stripped. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped, but most likely when try to change the batteries. Advised customer new battery cap will be sent. Advised customer to monitor pump closely and contact is issue reoccurs. Customer's blood glucose level was 332 mg/dl at time of reporting. Nothing further reported.